Event description:
It was reported that a cdh33 was used during a anterior sigma resection. It was reported by the affiliate that there was an incomplete circular staple line. There was no consequence to the pt. 09/08/1998 additional info from affiliate. A second device was used to complete the case. No postoperative complications. 09/14/1998 additional info from affiliate. The incomplete staple line was corrected manually by using normal surgical suture.